Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an issue with the system where the instrument on arm 1 and the camera kept flipping backwards, which was the opposite of what the surgeon wished it to be. The tse reviewed the logs but found no related issues. The tse suggested removing the scope and rotating the collar to the opposite position and canceling the guided tool change, but the issue persisted. The tse then recommended trying another instrument or scope, but the customer had already undocked and were going to attempt to redock to the patient. The customer continued to have the issue and the call ended. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The probable root cause can be attributed to a miscalibration and/or loose mechanical coupling on universal surgical manipulator (usm) #1. This issue can be resolved by performing a system pm and completing electrical/mechanical adjustments in the arms. Intuitive followed up and obtained additional information. The field service engineer (fse) completed a full system pm where they ran all of the testing & calibrations for all usms. They were not able to reproduce any issue on arm 1. The fse asked the customer to monitor the situation & if this issue occurs again to make sure, they note the serial number & remove the instrument from circulation for testing. No parts were replaced. Intuitive surgical, inc. (Isi) followed up and obtained more information. The customer confirmed that the information that was provided was correct. The scope and instruments that were placed in the arm immediately rotated 180 degrees. The customer trouble shot this with the online technician including a complete reboot of the robot. This did not correct the problem. The customer aborted the robot and had requested the service technician to come out to look at it. The customer was unsure of the service technician's findings, but it seemed to be functioning properly.

Event description:
Refer to h11 for follow-up information.